Event description:
A nurse from the user facility reports that a bent haptic was noted after insertion of the intraocular lens. Enlargement of the incision was required to accommodate removal and replacement of the lens. Additional information has been requested.